Event description:
It was reported that after a da vinci-assisted surgical procedure, error 307 occurred. The system was power cycled several times, but the issue remained. The customer advised their field service engineer (fse) that the system could not be used until the error was resolved. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced personality module audio video (pmav) to resolve the issue. The system was verified and ready to use. Isi has received the pmav for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.